Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, it was noticed that there were scratches on the posterior side of the lens after implantation. Scratches were rather small, just 2 rings in length. Additional information has been requested.

Manufacturer narrative:
Please note that there was an error in the country selection on the initial report submitted. Slovakia was mistakenly selected instead of the correct country, czech republic. Additional information received and stated there was no issue with the iol. No further reports are required. The manufacturer internal reference number is: (B)(4).